Event description:
Information was received from a consumer regarding patient's receiving an unknown intrathecal medication via an implanted pump for unknown indications. The doctor reported that there was two other pain pumps with low battery resets that occurred and the pumps were in safe state {refer to manufacturer report # 3004209178-2016-13442 regarding the third pump with low battery reset and safe state}. The doctor said that this was the third pain pump he had with this issue. Further information was not provided.